Event description:
It was reported that during a procedure in the mid right coronary artery with no calcification and no tortuosity, a 2.75x15 nc rx trek dilatation catheter was advanced for pre-dilatation but could not cross the lesion. The trek was removed from the patient anatomy and a non-abbott dilatation catheter was used successfully for pre-dilatation. A 2.5x28 xience v stent delivery system (sds) was advanced without resistance and the stent was deployed at the target lesion. An attempt was made to remove the sds, however, the balloon, which was completely deflated, was sticking to the inside of the deployed stent. The balloon was re-inflated and negative pressure was pulled and the balloon was unable to be removed from the stent. A second guide wire was then advanced and placed next to the sds balloon, releasing the balloon from inside the stent, and the sds was removed from the patient anatomy. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated weight. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency